Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 09:29:32. During night drain cycle two, the patient's ultrafiltration reading was 1486ml, indicating the home patient (hp) drained 1486ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1486 ml during therapy initiated on (B)(6) 2012 09:29:32, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that cycle 2 received a partial fill. Cycle 2 drain was completed on (B)(6) 2012 13:03:26, and the user's actual drain volume during cycle 2 was 2418 ml. The actual drain volume of 2418 ml is 105.1% of largest prescribed fill volume (lpfv) of 2300 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.